Manufacturer narrative:
Document review. Quadra h femoral stem size 3 - ref (B)(4)/ lot 100280. Document review was carried out on the lot 100280 (50 pieces produced): all parameters were found to be conforming to specs valid at the time of mfg. The washing cycle for metal components were run according to specs and no alarm or deviation occurred during the operation. The sterilization cycle was performed according to specs valid at the time of production. Twenty six stems belonging to this lot have been already implanted and no incidents have been reported up to now. The correlated implant is mfg by ceramtec (B)(4) and only distributed by medacta international. Ceramic ball head 36 l - ref (B)(4)/ lot 605214 (not marketed in the (B)(4)). Of the 35 pieces - lot 605214 - 27 pieces were already implanted without any other adverse events up to now. On the basis of the data collected, a device involvement is high unlikely.

Event description:
Pt underwent a total hip replacement on (B)(6) 2010. Possible stem loosening or infection. A revision was booked for (B)(6) 2011. Add'l info (B)(4): the case was successfully revised and it was confirmed that it was infected.